Manufacturer narrative:
This product is available, but has not been received for analysis. Additional info will be provided within 30 days of receipt.

Event description:
After several attempts to re-enter the true lumen of the aorta, it was noticed that the tip of the stabilizer plus was missing while withdrawing the guidewire into the shaft of the outback-catheter. It appeared that the guidewire tip was inside the cannula of the outback. After removing the complete outback system including the guidewire, the wire and the loose tip were removed. The outback was flushed again and the procedure continued with a new guidewire. The performing physician immediately admitted being "pretty enthusiastic" in handling the guidewire. The product will be returned for analysis.